Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing tremors on his right hand due to high impedances. The patient underwent a revision procedure wherein their adapter was explanted and replaced. The patient was doing well postoperatively. The device was discarded.